Event description:
We received an allegation about discrepant results for 1 patient sample tested with urea/bun assay on a cobas c 503 analytical unit. Initial result: 0.788 mmol/l. The initial result did not match the patient's previous results, prompting the repeat of the sample. No questionable result was reported outside the laboratory. Repeat result: 13.2 mmol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The urea/bun reagent lot number was 918138 with an expiration date of 30-jun-2026. The calibration was last performed on (B)(6) 2025. The qc was acceptable. The alarm trace showed a couple of cell blank alarms and a high number of abnormal aspiration alarms, indicating sample quality issues (pre-analytical handling). The field service engineer checked the rinse of the reagent and the sample pipettors and found that the acid wash level was low. He performed some troubleshooting actions, including adjustments to the sample probe and to the cuvette washing station volumes. No further issues were reported after the service visit. The investigation determined that the service actions resolved the issue. The cause of the event could not be determined.

Manufacturer narrative:
In the initial medwatch, the statement in h11 additional narrative: "the alarm trace showed a couple of cell blank alarms and a high number of abnormal aspiration alarms, indicating sample quality issues (pre-analytical handling)." Was deleted. H6 coding was updated.